Event description:
The pt was using a toothbrush and felt a piece of metal in her mouth. Upon inspecting the toothbrush it was noted that the brush contains metal pieces set in the bristle holdings. The pt did not receive any injuries in her mouth other than the discomfort.